Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-dec-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station experienced periodic reboots after being moved to the unit. A field service engineer (fse) replaced the power supply. The initial troubleshooting confirmed the emergency power outlet was loose but was secured by electricians and tested successfully. Network connectivity issues were identified, as the original network port used by the old station did not communicate with the new station, requiring a temporary move to a different port. The fse replacing the network cable did not resolve the issue, and an issue was escalated to the network team. Since the station functioned normally in the staging room, it was suspected the issue was network related. After coordinating with the pharmacy manager and network team, the original network port was reactivated. Once reconnected, the station¿s rebooting stopped immediately. The customer was able to operate the station without needing a reboot, and the system has continued to function normally with no recurring issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station would reboot itself.however, there were no delays or adverse events or injuries reported based on this event.